Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that there was a loss of stimulation. On sunday (B)(6) 2016, stimulation shut off by itself. The patient charged it all night but stimulation would not turn back on. On the day of the report the patient was getting the reposition antenna screen. Further follow-up is being conducted to determine what steps were taken to resolve the stimulation turning off on its own.